Event description:
Doctor was using the instrument, on the first firing, the ring would not go onto the tube. Instrument cut the tube on the 2nd firing.

Manufacturer narrative:
Visual inspection of the instrument revealed that the forceps tongs were severely misaligned and that both inner and outer forceps tubes (ID and od) were nicked. The outer forceps tube was bent and verified to be out of specification. As a result of the misaligned tongs, when the instrument was exercised just prior to the firing point (this is the point where the forceps would surround the fallopian tube), the tongs snapped. This snapping action suggests that the forceps may not have properly contacted the fallopian tube and may have pierced it rather than surrounding it; however, this could not be confirmed. The instrument functioned properly after multiple firings, the falope-ring band fired off successfully each time. It is probable the combination of the nicked tubes and the misaligned tongs resulted in the cutting of the pt's fallopian tube. The fallopian tube was most likely cut against the nicks during the time the instrument was retracted during use. The device damage may have occurred during the user's assembly or the user's sterilization process; however, this could not be confirmed. The product manual, specifically indicates in the "warnings and cautions" section not to drop instruments or allow them to be struck by other objects. In the "disassembly/assembly" section of the same manual, inspection criteria are specified for the forceps tongs. This criteria includes checking for burrs and nicks on the tongs as well as misalignment. The manual states if any such damage exists, the instrument should be replaced or returned to acmi for repair. Under the "troubleshooting" section, tube replacement is called for in any case where the tubes are bent, dented, or distorted. In addition to potential customer misuse, this unit was in need of repair. A review of this instrument's maintenance records indicates this customer only returned the instrument once, prior to this complaint, for repair. The previous repair was handled, which was initiated on 03/30/98. The exact age of this instrument cannot be determined because its serieal number dates back to a manufacturer acquired in the mid-1990s. The acmi repair department recommends that this type of instrument have maintenance approximately every 6-9 months.